Event description:
Analysis of the returned device found that the ptfe ( polytetrafluoroethylene) coating of the subject guidewire was peeling from the proximal end. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 93cm, 143cm and 265cm from the proximal end. The guidewire ptfe coating was noted to be peeling at the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. During functional inspection, the guidewire distal tip was reshaped. After several unsuccessful attempts the desired shape was achieved and was retained. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the dispenser hoop was flushed before removing the guidewire. No resistance was encountered removing the guidewire from the dispenser hoop. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. Analysis of the returned device found the tip of the guidewire had already been shaped. Kinks/bends were present at the proximal end. The guidewire distal tip was reshaped. After several unsuccessful attempts the desired shape was achieved and retained. Therefore, the as reported ¿guidewire distal tip poor shape retention¿ was not confirmed. The as analyzed ¿guidewire kinked/bent¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The guidewire ptfe coating was noted to be peeling at the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as analyzed ¿guidewire ptfe coating peeling¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.